Event description:
Caller reporting precision issue.(B)(6) 2014 inratio 2.6 12/30 inratio 0.9 one week between testspatient's therapeutic range 2-3.patient reported taking more than 15 seconds to get droplet and adding multiple drops of blood for test. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. Improper techniques were identified in the complaint. These cannot be ruled out as a possible root cause for the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.